Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunctions were identified. The observed corrosion on the circuit board and stickiness on the video connector were attributed to water leakage, based on the results of the investigation, a definitive root cause could not be established it is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope exhibited corrosion of the circuit board on the scope connector, video connector was sticky, and the device was not displaying an image. There were no reports of patient involvement. This report captures the reportable malfunctions identified during the device evaluation by olympus.